Event description:
Procedure type: sigmoidectomy. According to the reporter: it was impossible to complete the second firing of the device. The handle could only be squeezed half way. The staple line completed 15mm. A new sulu was opened to complete the case. The patient is currently in good condition. There was no delay in surgery time. There was additional tissue resection. It was unknown if buttress material was used. No patient information was reported.

Manufacturer narrative:
(B)(4).